Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report number 1822565-2011-02226. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain and loosening of the tibial component.